Manufacturer narrative:
Eval summary: the device was unavailable for analysis and the device condition is unk. The surgical notes from the primary surgery are unavailable, and it is unk if the stem was implanted in the correct orientation and fit as per the surgical technique. X-ray images post-primary surgery and from successive pt visits are also unavailable. Pt activity and the rehabilitation regime, both physical and pharmacological, and compliance thereof are unk. It is most likely that the m/l taper femoral stem did not contribute to the alleged event. Based on the above info and observations, stem loosening may have been due to one or a combination of the following mechanisms, misalignment of the femoral stem, extent of press-fit fixation of the femoral stem, pt activity post-op. However, the exact cause of the current situation cannot be definitively determined. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2008 and that the pt was revised in 2009.